Event description:
The account alleges that the bed exit would not alarm.

Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 3.3 inr/2.2 inr, 4.5 inr/2.9 inr patient 1's coumadin was decreased based on meter result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.